Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an ¿accelerated pump¿. It was stated that there had been a discrepancy in the reservoir volume where 3.5ml were expected, but only 1.6ml were in the reservoir. The physician was controlling the volume and would replace the pump if the discrepancies got bigger. Prior to the event, there had not been a volume discrepancy. There were no patient symptoms or complications and, at the time of report, there was no patient injury. The device system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
(B)(4).